Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 470 mg/dl. The customer treated with manual injections via syringe. The customer had symptoms such as nausea, achiness and headache. The customer stated that high readings persisted after multiple set changes. The customer reported the drive support cap to be normal. The customer also reported that the backlight does not always work correctly. The insulin pump will not be returned for analysis.